Event description:
Healthcare professional called and reported that after treatment with juvederm ultra plus xc in the vermillion region, the patient experienced immediate blanching in the area. Also, a blister papule formed inside the mouth near the left upper lip. The healthcare professional suspected that the product had migrated. A topical lidocaine was used prior to the injection. The healthcare professional massaged the area and applied a topical lip therapy and ice. After 48 hours of treatment, the patient explanted to the healthcare professional that they experienced some discomfort and their lips were dry and shiny like a wind burn or sun burn. The healthcare professional attempted to extract product from the papule site using an insulin syringe, but it did not contain any fluid. About two weeks after the initial injection, the patient was prescribed vitrase and the patient's symptoms resolved. The healthcare professional does not believe the symptoms would have resolved without the treatment and that permanent damage may have occurred.

Manufacturer narrative:
Evaluation summary: all the manufacturing steps and all the physicochemical and microbiological results ( endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. This reaction could be linked to a hypersensitivity of the patient, to the injection itself or to a secondary reaction to the injection.